Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found excessive broken fiber and leaking at the c-body seam and broken cable support. The broken cable support was caused by undue force. No further information was reported. A supplemental will be submitted if new information becomes available.

Event description:
The user facility reported that there were defects on the distal end of the device. Spots were found. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. The following description is included in the IFU for detecting this event: "3.3 inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Warnings and cautions in the addendum IFU ¿instructions for safe use¿ include a way of handling the endoscope to prevent damages in the bending tube. If the user follows the instruction, damages in the bending tube can be eliminated. However, because of deviation of the user¿s usage from the instruction, it was assumed that the bending tube was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue.